Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's wife reported the rash was under the electrodes and the garment. The wife described the irritation as red and itchy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient's doctor prescribed triamcinolone acetenide and the irritation improved. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's wife reported the rash was under the electrodes and the garment. The wife described the irritation as red and itchy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient's doctor prescribed triamcinolone acetenide and the irritation improved.